Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
After a known fall the patient has no hearing sensations with the device. Re-implantation is planned, but has not yet been scheduled.

Manufacturer narrative:
Damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. Mechanical influences, like the reported trauma may have led to a weakening of the fixation and therefore may have led to device mobility. The problems described in the patient report appear to match the damage found. Additionally, according to the received in situ measurements channel 12 has been hi since (B)(4) 2016. The exact root cause for this cannot be determined. This is a final report.

Event description:
After a known fall the patient has no hearing sensations with the device. The patient has been re-implanted